Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpacking of the 2.75x38mm xience prime stent delivery system (sds), the proximal shaft was found to be separated in two pieces. The device was not used and there was no patient involvement. A 2.75x38mm xience xpedition was used successfully in the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.